Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) was out of electrical specification (missing pixels). Analysis also found the upper case, case, ring cover, and lead flex cover were contaminated. Lower case and battery drawer were broken and contaminated. One bailcover was broken, battery contacts were compressed, ring was bent, and the serial number label was torn. It was noted one bail cover and one bail were missing. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.